Event description:
The customer reported via phone call that the insulin pump was damaged. The customer stated a piece of the insulin pump's casing was broken off and cracked. The customer stated the damage was located in the battery compartment. Customer's blood glucose was 345 mg/dl. Customer will be treating their blood glucose with the insulin pump. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during basic occlusion test and unable to prime during prime test due to faulty force sensor resistor. Motor passed motor test. No damage on the battery cap noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window and broken battery tube threads.